Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the physician noted poor gain and zoom on the electrocardiography. Technical support was contacted however no intervention was performed. The patient was stable and will continue to be monitored.